Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00280. The pt received her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that she is experiencing pain at the ipg and lead incision sites. Her scs system is said to be functioning as designed; however, the physician plans to explant the devices due to the reported discomfort. The pt will not receive a replacement system. The date for the surgical procedure is unk, and the explanted products will not be returned to the MFR.